Event description:
A company rep was observing surgery and reported that a pt had an incomplete capsulotomy treatment temporally. The surgeon noticed an anterior capsule tear after he took the capsulorrhexis out with a forcep. The surgeon was able to implant the intraocular lens in the capsular bag without incident. The surgeon reported "there were adhesions with the capsulotomy at the sub-incisional or temporal position, I thought I was all the way free when I pulled the rhexis with the forcep."

Manufacturer narrative:
A company rep was dispatched to investigate and service the device. During the service visit, the engineer found that the device was out of spec and required alignment of the laser. This finding has the potential to cause decreased photodisruption in the capsulotomy pattern, however, the actual capsulorrhexis incision is under the control of the surgeon. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Although the device was out of alignment and subsequently resulted in an incomplete capsulotomy pattern, it cannot be concluded that the device malfunction caused or contributed to the capsule tear; because the capsulotomy incision is under the purview of the surgeon's capsulorrhexis surgical maneuvers. Capsular tears are an inherent risk of cataract surgery. (B)(4).